Event description:
The pt's wife called on behalf of husband. Husband has had a lot of pain in the last six months. There is a cyst on hip flexor and cobalt level is 5.1.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.